Event description:
It was reported that stent fracture and stent thrombosis occurred. In (B)(6) 2013, the 2.5 x 38mm promus element plus was implanted in an unspecified native and vein graft. In (B)(6) 2014, the patient presented to the emergency room and required chest compression. Afterward it was noted that the stent was fractured and separated resulting in stent thrombosis. It is not known when the stent fracture occurred.

Manufacturer narrative:
Device is combination product. If implanted, give date: (B)(6) 2013. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).